Event description:
Related manufacture ref: 3005334138-2018-00252, 3005334138-2018-00254, 3005334138-2018-00255. During device preparation, a thirty-minute delay occurred due to foreign material in the sheaths. One sheath was obtained and flushed per the IFU. When the obturator was inserted after flushing, yellow grainy material was noted at the tip of the obturator. Three additional sheaths were opened which had the same issue when flushing. After thirty minutes, one of the sheaths was flushed and cleaned until there was no trace of the yellow material. The procedure continued with no consequences to the patient.

Manufacturer narrative:
One swartz braided introducer sheath and dilator was received for evaluation. No visual anomalies were noted. Visual inspection revealed no foreign material or other visual anomalies. The sheath and dilator were flushed and no foreign material was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event of ¿grainy¿ materiel could not be confirmed.